Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a 4yrs and 11-month-old patient diagnosed with acute lymphoblastic leukemia. The results provided were: sid (B)(6), initial=0.039 ng/ml /repeated=0.002 ng/ml laboratory reference range for troponin=< 0.009 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. The initial report was submitted under manufacturer report number 3005094123-2026-00237-01 (abbott ireland diagnostics division, longford, as manufacturing site) with suspect medical device of architect troponin reagent, list number 03p25-77, lot number 83091ud01. After further evaluation, the suspect medical device was changed to architect i2000sr processing module, list 03m74-02 (abbott park, il as manufacturing site), which is under this report.